Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited noise. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.